Event description:
Customer reports via phone that during a cardiac procedure, staff had loaded the injector syringe with contrast, connected to the catheter, and retracted the plunger to check for air bubbles, drawing some blood into the syringe. Staff then reports the injector errored, and stopped. Staff disconnected the pressure tubing from the injector syringe, and were attempting to move the injector aside, when, as the staff grabbed the powerhead to move the system, the injector injected the blood contaminated fluid, spraying contaminated contrast onto some of the staff. Staff were wearing their ppe gear, and no reported injury. Procedure was completed with use of another injector system.

Manufacturer narrative:
Fse went on site to evaluate the unit. The fse reported that he was not able to duplicate the reported issue. Fse found and tightened a loose connector on the powerhead cable (not related to issue, and tested the injector per service checklist 9001002. Unit passed checkout procedures and was returned to service.